Event description:
It was reported that the patient with this pacemaker system called technical services (ts) and reported that at a recent clinic visit, the clinician informed patient the device programming was shut off for a second and heart stopped for a second then device programming was turned back on. Ts reported experiencing shortness of breath (sob) and heart rate (hr) locked at 70 beats per minute (bpm). The patient inquired about device brady mode programming interaction with other settings. Ts discussed programming operation of the device and brady mode on to off to on again does not change other settings. Ts referred the patient to clinician for additional evaluation on symptoms and device programming. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.